Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a guardian sought guidance on infusion set change intervals and meal announcements for an ilet system after the patient remained hyperglycemic for multiple hours when insulin ran out mid meal announcement and the cartridge was not replaced until late in the day. The patient uses a dexcom g7 and did not use backup therapy or test ketones, and the guardian assists with supply changes. Symptoms included hyperglycemia. Outcomes included prolonged time above range. Investigation included troubleshooting and user education regarding infusion set and cartridge management and meal announcement practices. Investigation of this case revealed use-pattern issues, including extended wear of infusion components and delayed cartridge replacement, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.